Event description:
It was reported that this patient had been experiencing diaphragmatic stimulation for awhile. The left ventricular (lv) output was reprogrammed to 1.5v@ 1.2ms which resolved the stimulation. The device and competitive lv lead remain in service and no adverse patient effects were reported. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".